Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker hip. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time.

Event description:
It was reported that the patient was revised on or about (B)(6) 2013 with unknown stryker products (counsel claims that it could have been a post-recall implantation of abgii modular). Counsel claims that the deceased had extremely high levels of cobalt in her blood and died of "cobalt toxicity" deceased died on (B)(6) 2014